Manufacturer narrative:
The event date was inadvertently listed as the patient date of birth on the initial MDR submission. This field should be blank as the age of the patient was unavailable from the site.

Manufacturer narrative:
A field service engineer (fse) went to the site to troubleshoot the issue on 6/2/2015. An error message suggested the umbilical was bad. A replacement umbilical cable was sent to site and it was exchanged and the imaging system was tested. System passed all testing and was put back into use. The replacement cable was sent back to manufacturer for evaluation. Hardware investigation was unable to confirm "frame rate failure" with this mvs interface cable. Cable passed validator bench testing and continuity testing. Mvs interface cable exhibiting yellowish discoloration therefore not reworkable. The cable functioned as expected. No problem found. No further issues reported. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called and reported the 2d fluoro images were very grainy and black/white with little to no gray scale, they received a image frame rate error message on the oarm after the 2d spins. Troubleshooting . Re-seated the umbilical cable and rebooted the system - did not resolve the issue. There was no impact on patient outcome.